Event description:
Study event. Device malfunction: stent fracture. Time of malfunction: day 44, post procedure. Time of symptoms/ae: 44 days post-procedure. Symptoms/ae: suspicious flow volumes on ultrasound. It was reported via a voluntary medwatch form that the pt was enrolled to the guidant carotid stent, study in 2006, where he had a right common carotid artery stent placed. Less than two months later, pt had a follow-up ultrasound that had suspicious flow volumes. Pt was admitted to the surgery unit six days later and taken to the or where an arteriogram showed that he did in fact have a fractured stent. A second stent was placed. This stent was a non-abbott longer reinforeced stent. The pt suffered no ill effects, had no symptoms, and was unaware before the ultrasound that there was a problem. The stent fracture was found on ultrasound on post-op day 44. Pt was discharged from the hosp the next day without any problems. Additionally, the cause of the suspected fracture is unk. The second stent was deployed halfway into the prior stent, collapsing the stent fracture against the carotid wall, reopening the artery nicely. An angioplasty was also performed and arteriography demonstrated a widely patent common carotid and internal carotid arteries leading to the brain. The pt tolerated the procedure well, was completely neurologically intact without evidence of complications and was discharged the following day. No add'l info available.